Event description:
Underwent hysterectomy, removing cervix, uterus, and fallopian tubes to remove essure device and adenomyosis uterus. Also underwent a retropubical sling with left thigh fascia lata tissue to correct stress incontinence. I spent 2 nights in the hosp due to issues with pain mgmt post surgery and development of diarrhea from the stool softeners. I have experienced significant weight gain, depression, anxiety, and joint pain for the past several years, which I attribute to the essure devices. Since surgery, the joint pain in my elbows is completely gone and the pain in my hands and feel is about 80% improved.